Event description:
It was reported that an unspecified number of syringe 1.0ml 29ga 12.7mm 10bag 500 wal had missing label information during use. The following was reported by the initial reporter: "it was reported that the consumer called to inquire about the expiration dates on the syringes. Consumer called to inquire about expiration on syringes."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7282953. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 1.0ml 29ga 12.7mm 10bag 500 wal had missing label information during use. The following was reported by the initial reporter: "it was reported that the consumer called to inquire about the expiration dates on the syringes. Verbatim: consumer called to inquire about expiration on syringes".